Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. During the procedure, the guidewire did not pass through the needle and could not be removed. The procedure was completed using another kit. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one j tip guidewire with a loaded introducer needle were returned for sample evaluation. Gross, visual, microscopic visual, dimensional and functional evaluations were performed. The j tip guidewire was noted to be bend at the distal end, proximal to the introducer needle. Flat core wire was noted to protrude the uncoiled/stretch portion of the guidewire after removal and surface was noted to be granular. The round core wire was visible after portion was slightly removed from stretched/uncoiled area and surface was noted to be granular. An attempt to advance the guidewire into the introducer needle was performed and was unsuccessful. Another attempt to offload the guidewire from the introducer needle was performed and was successful. Therefore, the investigation is confirmed for the reported failure to advance and identified, deformation and material unravel issue. However, the investigation is inconclusive for the reported removal difficulty issue as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. Implantable port, groshong single lumen, 8f. During the procedure, the guidewire did not pass through the needle and could not be removed. The procedure was completed using another kit. There was no reported patient injury.